Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a balloon catheter was introduced through the sheath. The sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.